Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced insulin flow blocked alarm event on 24-feb-2026. The blood glucose level was high and the patient was treated with insulin pump. No further information available.